Manufacturer narrative:
Product event summary: the the full lead was returned and analyzed. Analysis found no anomalies.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high pacing impedance. The physician then re-positioned the lead, however, the high impedance was continually observed. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.